Event description:
It was reported that device detachment occurred. During preparation of the opticross hd imaging catheter, it was noted that the catheter was separated. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section and kinks in the sheath assembly. Microscopic inspection did not note any damage consistent with saline exposure post-use of the device.

Event description:
It was reported that device detachment occurred. During preparation of the opticross hd imaging catheter, it was noted that the catheter was separated. The procedure was completed with another of the same device. There was no patient injury.